Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the reoperation for asd was performed by using the expedium system.this reoperation was the re-fixation surgery (unilateral) by using the universal connectors due to the rod breakage at l3/4 (each universal connector was placed at l3/4 and l5/s, and an extra rod was added between each connector).the surgery was completed with a no delay.(this (B)(4) is related to (B)(4).).